Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported through siris outlier report 2020 on exception + eceed cups there was a revision due to infection within two years after the first implantation. No other health consequence has been reported for the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. A complaint extract was done regarding revision due to infection: 2 complaints, this one included, have been recorded on exception femoral stem, from january 01, 2017 to february 12, 2021. The complaint history, regarding the reference number, can't be performed as it was not communicated. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through siris outlier report 2020 on exception + exceed cups there was a revision due to infection within two years after the first implantation. No other health consequence has been reported for the patient.